Event description:
It was reported that a misdrilling during surgery occurred.

Manufacturer narrative:
Evaluation summary: there were no adverse consequences reported. The returned units appeared to be undamaged. The reported issue was not confirmed. No manufacturing issues determined. No discrepancies were detected during risk analysis review. No non-conformity identified; no open actions are in place. Alleged misdrilling could not be reproduced; therefore a root cause could not be determined.

Manufacturer narrative:
Investigation result will be provided in a supplemental report.

Event description:
It was reported that a misdrilling during surgery occurred.